Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient described the area as extremely red and cut patient as nurse stated patient is not wearing correctly. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention only suggestion of remeasure as nurse noted the garment does not fit right. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.